Manufacturer narrative:
B3 date of event was estimated based on aware date as no event date was provided. "(B)(4) a case of a torn wolverine that could be retrieved by en snare," was on a poster presentation at a conference on endovascular intervention (iliac/femoral/btk), saturday, (B)(6) 2023, in (B)(6).

Event description:
It was reported that balloon shearing occurred requiring snaring for removal. The patient presented for endovascular treatment (evt) with intermittent claudication of the left leg. The 99% stenosed target lesion was located in the severely calcified left superficial femoral artery (sfa). A wolverine coronary cutting balloon was selected for use. During the procedure, after the wire was crossed, pre-dilation using wolverine at the distal point of the sfa with severe calcification was performed. Attempts to withdraw the balloon resulted in shearing of the balloon off the shaft. Parallel wiring was performed and a snare was delivered through the 2nd wire to the popliteal artery. The 1st wire was passed through the snare and grasped the proximal end of the balloon. The entire balloon catheter was removed from the patient. No patient complications were reported.